Event description:
It was reported that insulin gauge displayed amount different than expected. There was no reported impact to the customer. Reportedly, the customer reverted to an alternate method of insulin delivery.